Event description:
Report received of a patient who "reportedly became unresponsive with 2-3 respirations per minute" while the device was in use. The pump was set to infuse morphine 1 mg/ml, continuous rate of 2ml/h, pca dose 1ml with a 10 minute patient lockout and loading dose of 5ml. At 2055, the pt reportedly "requested a bolus dose and then started having difficulty breathing, had a b/p of 215/137 and was agitated and confused." The patient's family "related that he was doing well with no problems and had gotten instructions on how to use the pca pump. When he pressed the pca dose button, the problems started." The patient was given a total of 400mcg of narcan in 80mcg doses, was started on oxygen at 2 l and received 1/2 amp of d50. The patient then responded and calmed down. His oxygen saturation "was in the 90s the whole time." The customer report source indicates that after their investigation with the nurses involved in the incident, they feel that the pca pump did not malfunction and did not cause the event. The physician statement is that he "did not believe the event was related to the morphine administration." The patient "quickly recovered." No additional information was available.